Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred between (B)(6) 2012. The device was not available for further analysis. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an infusor had delivery stop during patient use while on an airplane flight. The patient observed that delivery stopped after 90 ml had infused. The device was filled with a 240-ml solution of cefoxitin. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.